Event description:
It was reported when the device was used during a low anterior resection, the staple line was present and intact however, the lumen was not sealed. Consequently, the pt received a colostomy with the placement of a corrugated drain.